Event description:
It was reported that patient was receiving a system upgrade and it was revealed that the patient had developed an occlusion. Due to the dilated atrium, the sheath fell out several times during the implant procedure. A new right ventricular (rv) lead was ultimately placed. No further patient complications have been reported as a result of this event.